Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was experiencing power cable disconnects while connected to both mobile power unit and power module power. Log files were submitted for review. The event log file captured a couple connect to power events back on 19aug2025 while the patient was switching power sources. Some events of the patient disconnecting the power leads back and forth from the mpu to battery power were seen but no connect power events were noted on 22aug2025. It was later reported that the system controller and modular cable were exchanged.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the modular cable was returned for evaluation with a torn and discolored outer polyurethane jacket, a discolored inline connector strain relief, and a discolored system controller connector strain relief. There was no visible damage to the underlying wires. The returned modular cable was functionally tested with a test system controller and found to operate as intended during analysis; no alarms were produced. The cable was able to support pump function for an extended period of time. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. There were no reported issues with the returned modular cable. Modular cable lot number was not provided and a DHR review was not performed. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist syste, IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline alarms. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6 of the IFU, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.